Event description:
No additional information received material#: 320119 lot#: 3179198,3179198,3083952,3083952,3055903,3158501 it was reported by the customers are having issues with this needle not pushing medication through, or are dull. There have been numerous over the last few weeks that have had these problems and I have 6 that were sent to me with lot numbers. Verbatim: rcc received a complaint via email. Email(s) attached. Customers are having issues with this needle not pushing medication through, or are dull. There have been numerous over the last few weeks that have had these problems and I have 6 that were sent to me with lot numbers. Bd precision glide needle 30g x 1/2 305106 lot: 3179198 dull exp: 2028-08-31 lot: 3179198 closed exp: 2028-08-31 lot: 3083952 dull exp: 2028-04-30 lot: 3083952 closed exp: 2028-04-30 lot: 3055903 dull exp: 2028-03-31 lot: 3158501 closed exp:

Manufacturer narrative:
(B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3179198. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.the actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 320119 lot#: 3179198,3179198,3083952,3083952,3055903,3158501 it was reported by the customers are having issues with this needle not pushing medication through, or are dull. There have been numerous over the last few weeks that have had these problems and I have 6 that were sent to me with lot numbers. Verbatim: rcc received a complaint via email. Email(s) attached. Cutomers are having issues with this needle not pushing medication through, or are dull. There have been numerous over the last few weeks that have had these problems and I have 6 that were sent to me with lot numbers. Bd precisionglide needle 30g x 1/2 305106 lot: 3179198 dull exp: 2028-08-31 lot: 3179198 closed exp: 2028-08-31 lot: 3083952 dull exp: 2028-04-30 lot: 3083952 closed exp: 2028-04-30 lot: 3055903 dull exp: 2028-03-31 lot: 3158501 closed exp: